Event description:
Caller reported an occlusion alarms. There was no adverse impact to the customer's blood glucose level. The customer resumed insulin therapy after reconnecting the tubing. Reportedly, the customer was using lyumjev brand insulin, tandem technical support educated the customer that is off label insulin. Subsequently, the customer reverted to manual dose injection due to ongoing occlusion issues.